Event description:
It was reported the glass was cracked. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer overlay to the screen is cracked, the analog connector on a printed circuit board assembly is loose, the system fan is noisy, and the power supply is noisy. Concomitant medical products: product ID: 2067, rf (radio frequency) head. (B)(4).